Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was some mechanical issue error in the insulin pump. Customer's blood glucose reading was unknown. Troubleshooting was performed. The insulin pump was not exposed to magnetic field. Insulin pump will be returning for analysis.